Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed, the result of the device evaluation, but could not identify, any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the information below, the reported event may have been caused by improper reprocessing by the user facility. -from the inspection result of the device, it was confirmed, that foreign material had adhered to the forceps elevator. -the instruction manual states, the brushing method around the forceps elevator, and how to send and rinse the cleaning liquid. -in past similar cases, it was surmised, that the cause was improper reprocessing by the user facility. The instruction manual states, that the external surface of the entire insertion section including the bending section and the distal end, should be inspected for irregularities. Therefore, the user can properly detect the reported event by following the instruction manual. In addition, the instruction manual states, a cleaning method for channel-opening, allowing the user to reduce/prevent the occurrence of the reported event. Device history record (DHR) review, indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to correct g3 "date received by manufacturer" in the MFR report #8010047-2021-12214 and provide additional information. According to the information provided by olympus medical systems india private limited (omsi), an olympus employee was aware of a MDR reportable malfunction on september 1, 2021. Therefore, the correct g3 "date received by manufacturer" in the initial report is september 1, 2021. In addition, the device was evaluated at omsi. As a result of the evaluation, the following was confirmed. Foreign material was attached to the forceps elevator at the distal end. This failure mode is a MDR reportable malfunction. The bending section rubber was worn. The instrument channel port was shaved. The distal end cap was dented. Water could not be supplied due to a clogged channel. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that foreign material was adhered to the groove or gap at the distal end due to insufficient cleaning. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. -the suction cylinder was scraped due to the cleaning brush. -the angulation could not be fixed. -due to the extension of the angle wire, the angulation was insufficient and there was play in the angulation control knob. -the adhesive of the bending section rubber was worn. -there was an abnormality in the shape due to excessive ironing of the bending section. -the insertion section and universal cord were damaged and deformed. -the objective lens was cracked. -the distal end was damaged. -there was an abnormality in the appearance of the control section. -foreign material was stuck in the forceps elevator pipe. The evaluation is still in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.